Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Manufacturer narrative:
.An event regarding a perirposthetic fracture involving a md vit slv and 2.0mm homog cbl was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
Postoperative diagnosis: failed right total hip arthroplasty. Periprosthetic fracture right femur.

Event description:
Postopertive diagnosis:failed right total hip arthroplasty. Periprosthetic fracture right femur.